Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist was to be meeting with the customer to discuss different types of infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 128 mg/dl. A cause of the past occlusions was not known. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be functioning as intended. The customer declined to remove the cannula for inspection and did not think the site was the cause of the occlusion as the remainder of the bolus was able to be delivered. During troubleshooting, the customer inadvertently hit "new" instead of "fill". Tandem technical support informed the customer that the supplies would need to be changed out.